Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair, after t1 was deployed, t2 did not deploy. The operation of the pusher needle was idle. The procedure was completed with a non-significant delay using a back-up device. T1 was left secured in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found three intraoperative images showing the distal tip of a fast fix 360 with t2 on the needle, t1 anchored behind the meniscus, and the sliding actuator stuck forward in all three images. It was determined the device contributed to the reported event. The complaint was confirmed but the root cause could not be determined as the device was not returned for evaluation. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.